Event description:
It was reported that noise was observed. Lead defect suspected. At explant, perforation with pericardial tamponade occurred. Reanimation was necessary.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 32cm was returned with distal end missing. Internal abrasion was found at 2-3.5cm from the distal cut end. The etfe coating was intact. An internal insulation abrasion was found under the svc shock coil close to the distal end. One etfe (blue) coating cable was abraded at this area. This damage could cause the reported noise.